Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that sensing issues were noted on the right atrial lead. Fluoroscopy was performed and ra lead dislodgement was found. No patient symptoms due to the dislodgement were reported. The lead was extracted and replaced. The patient condition after the procedure was stable.